Event description:
Our affiliate reports that at some point in time in 2008, the surgeon performed an arthroscopic shoulder repair on a male with the use of 1 spiralok anchor for fixation. At some time post operatively, the patient presented with pain. Upon examination, it was determined that the anchor had pulled out of the bone. In 2008, the surgeon performed a re-surgery at which point he removed the loose body and used a competitors device for re-fixation. The complaint device was discarded by the facility. The patient cultured negatively. This is all of the information that has been made available to miktek.

Manufacturer narrative:
Mitek is at this point in time in the investigation mode. The conclusions drawn from the investigation will be the subject matter of the follow-up report.